Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: one unopened sample of product code w1611, lot mjr866 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2019 and suture was used. The suture was broken easily during use. Additional information was not provided. There were no adverse consequences to the patient.